Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination conclude that the returned provisional exhibits signs of repeated use (nicked or gouged ) and anterior section of post has been fractured off, not all pieces returned. Device history record was reviewed and no discrepancies were found. The root cause is considered to be design deficiency and bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found fractured when the manager was checking the tray to send out. No adverse events have been reported as a result of the malfunction as there is no patient involvement. Attempts have been made and additional information on the reported event is unavailable.